Manufacturer narrative:
(B)(4). The event was confirmed; there was an obstruction at the distal end of the tapered tip lumen. The cause of the event was due to hydrophilic coating entering the tapered tip lumen.

Event description:
An endurant stent graft system was selected for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that the endurant delivery system was attempted to be flushed however, was unsuccessful. A guidewire was then attempted to pass through the delivery system and was also unsuccessful. The physician successfully completed the case using another endurant limb. No additional clinical sequelae were reported and the patient is fine.